Manufacturer narrative:
Event date is an approximation. PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay using a nasopharyngeal swab sample on an unknown date. Confirmation pcr testing (platform unknown) was performed using a separate nasopharyngeal swab sample which generated a negative result. (CT value 40) although requested, no additional information was reported.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.